Manufacturer narrative:
The reported complaint of a torn membrane could not be confirmed. Without the return of the sample or a photo/video, an investigation could not be performed and a probable cause could not be determined. The device history review (DHR) for lot 13959937 was reviewed and no non-conformities were found that would have led to the reported complaint.

Event description:
It was reported that a tego¿ connector was found to have a torn outer membrane during normal hemodialysis usage. The tego was replaced with no further incidents, the problem was not detected before use, and no adverse events with patients. No blood loss, no serious injury or death, no property damage, and no medical or surgical intervention was required, the patient returned to baseline, the device was replaced with no further problems encountered, and the competent authority was not notified. Our client discarded the problematic tego connectors, however, was advised to retain them for return and manufacturer investigation should the problems manifest again. There was no patient harm reported.